Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was visible in the electrophysiology (ep) catheter. The catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and electrophysiology catheter, 21f3 with lot number 91074 were returned and analyzed. The data files showed that there was a 50006 ¿leak detection¿ system notice for the case. Visual inspection of catheter indicated the device was intact with no apparent issues. Smart chip verification showed the device was not used, without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter failed the performance test due to 50006 system notice triggered 2 times in 2 consecutive injections while the functional test was being executed. Movement and deflection of the catheter connector did not induce any system notice. Dissection / pressure testing did not show any leaks or traces of liquid/blood inside the catheter. Pin to pin test failed between pin 3 and pin 6 and the measurement was 418 kohm (specs > 1mohm). The blood detection board failed the functional testing as the voltage did not fluctuate when blocking and unblocking the opt coupler. In conclusion, the reported issue was confirmed through testing and the catheter failed the return product inspection due to a defective smart chip board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files and electrophysiology catheter, 21f3 with lot number 91074 were returned and analyzed. The data files showed that there was a 50006 ¿leak detection¿ system notice for the case. Visual inspection of catheter indicated the device was intact with no apparent issues. Smart chip verification showed the device was not used, without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter failed the performance test due to 50006 system notice triggered 2 times in 2 consecutive injections while the functional test was being executed. Movement and deflection of the catheter connector did not induce any system notice. Dissection / pressure testing did not show any leaks or traces of liquid/blood inside the catheter. Pin to pin test failed between pin 3 and pin 6 and the measurement was 418 kohm (specs > 1mohm). The blood detection board failed the functional testing as the voltage did not fluctuate when blocking and unblocking the opt coupler. In conclusion, the reported issue blood in the catheter was not confirmed through testing; however, the catheter failed the return product inspection due to a defective smart chip board. If information is provided in the future, a supplemental report will be issued.